Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon reports the patient had 1d astigmatism before implantation, but due to the price a vicmo model was required. After implantation the postoperative visual quality was lower than explanted. On (B)(6)2023 the lens was exchanged with a same length but different model and power lens. This resolved the problem. The cause of the event was reported as a patient related factor and noted the device did fail to perform as intended.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
Model# should be corrected to vicmo12.1. Claim# (B)(4).